Event description:
Two years following a plasma disc decompression procedure, the physician reported the loop from the arthrocare spinewand which had detached in the original procedure and was left in the pt appeared to be migrating in the nucleus of the pt's disc. The loop appeared to be migrating posteriorly. The pt had subsequent procedures but not at the same level.

Manufacturer narrative:
Arthrocare has made several attempts to obtain the complete pt information, date of event, and fluoro scan for this report. No additional information has been provided to date from the user facility. The device is not available for investigation. Since the device is not available for investigation and the lot number is not known, a complete investigation could not be completed. No conclusion can be made.